Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta. The IFU states that excessive thrombus or atherosclerotic plaque in the aortic arch may increase the risk of stroke secondary to the implantation procedure. The IFU also states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion or obstruction, embolism (micro and macro) with transient or permanent ischemia and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a distal thoracic aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. It was reported, prior to implantation of the tag device, the patient underwent a right axillary artery-left common carotid artery-left axillary artery bypass procedure. During the procedure, mild thrombus was noted within the arch, however the amount of thrombus was reported to be within the gore® tag® thoracic endoprosthesis instructions for use. According to the report, the tag device was advanced from the left side and deployed distal to the ostium of the brachiocephalic artery. After placement of the endoprosthesis, the left subclavian artery was reported to have been embolized. It was reported, intra-procedural angiography was performed which showed evidence of reduced blood flow to the left upper extremity, however, subclavian steal syndrome was not reported. It was reported significant thrombus had spread to the left upper extremity causing occlusion of the extremity, but thrombosis or occlusion of the tag device was not reported. During deployment of the tag device, it was reported the left common carotid artery had been clamped and the left subclavian artery occluded with a balloon catheter. According to the physician, the cause of the left upper extremity occlusion was due to the embolic showering of thrombus from the brachiocephalic artery through the bypass graft. Reportedly, the patient¿s medical records did not indicate a pre-existing history of embolic events. According to the report, the physician performed a thrombectomy to restore blood flow to the patient¿s left upper extremity. The procedure was completed with no further reported issues and the patient was reported to have tolerated the procedure. According to the report, while in recovery the patient experienced convulsions and a mild cerebral infarction was suspected to have occurred. On (B)(6) 2017, the patient¿s conscious state was reported to have improved.